Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with scratched lcd lens. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check performed. Investigation unable to duplicate the customer stated problem. According to the investigation, during testing, no issue with upstream occlusion alarm was observed. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no fault found with the device. However, investigator recommended device software reinstall as preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump exhibited upstream occlusion alarm. No patient involvement reported.